Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on receiver and it passed. Receiver data log was downloaded and reviewed finding hardware errors and a screen errors alarm on the date of event. Screen error alarm confirmed the reported complaint. Based on the finding of the hardware errors this is being reported. The root cause was determined to be a defective ui-u1 board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report their receiver only displayed a white screen on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.